Event description:
Cfsan caers phone line (B)(6) 2023 received breast implants and experienced hair loss, anxiety, thyroid issues, rashes, pain, and heart palpitations after a few months. After several doctor visits, it is thought that these may be caused by the implants.